Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a leak was reported and is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during fill two of peritoneal dialysis therapy. The patient cycled the power on the device to clear the alarm. During the troubleshooting, it was determined that there was leak, but the location of the leak could not be determined. The patient stated that there was fluid on the floor in the morning when they were taking down the supplies. The technical service representative explained the alarm to the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.